Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After isolating one of the veins, the physician felt that the guidewire was getting stuck. The wire was replaced but the issue persisted, so the catheter was then replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.